Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment during a live percutaneous coronary intervention (pci) demonstration at the 2024 japanese association of cardiovascular intervention and therapeutics (cvit). The target lesion was distal left main trunk artery (lmt) to distal left anterior descending artery (lad). There was 50-75% stenosis in the lmt to proximal lad. The middle lad was 90% stenosed. The distal right coronary artery (rca) was chronic total occlusion (cto), but it had been treated in june 2024. Contrast-enhanced computed tomography (CT) scan also showed extensive calcification, including the anterior and posterior first diagonal artery (d1), bifurcation of lad. As the distal lad also had stenosis, it was also treated. After a non-csi/non-abbott guide wire crossed, the lesion was confirmed with optical coherence tomography (oct), and heavy stenosis including calcification was observed. Atherectomy was performed about three times by spinning the oad crown from the distal site rather than the lesion confirmed with oct. Following atherectomy, type-a dissection and hematoma were observed by oct on the distal site. Hematoma was also confirmed with intravascular ultrasound (ivus), and xience drug-eluting stent (des) placement was performed to resolve the dissection. Stenosis of circumferential calcification in proximal lad was dilated with non-csi/non-abbott balloon and intravascular lithotripsy (ivl) for stent delivery. The ivl ruptured at the second inflation, but subsequent ivus confirmed the presence of a crack in the calcification. A xience des was advanced in the distal lad using ivus. Inflation of the stent was good, but dissection and hematoma due to ivl were observed in proximal lad. A xience des was also advanced for proximal lad treatment. Oct showed good inflation. Later, when distal lad treatment was scheduled to be completed with drug-coated balloon (dcb), the live demonstration was timed out. The hematoma had been resolved and the procedure was completed. The patient was stable. In the opinion of the physician, the oad crown caused the type-a dissection and hematoma following atherectomy due to the crown advancing farther than the target lesion confirmed with oct when oad glideassist was used with the oad guide wire brake unlocked and the viperwire unstable.

Manufacturer narrative:
A2 continuation: patient is in her eighties. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel dissection and hematoma are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).